Event description:
An ocd field engineer observed higher than expected vitros lac quality control results following a calibration event on a vitros 350 chemistry system. A result of 4.7 mmol/l was obtained post-calibration from the vitros pv ii control fluid versus the expected value of 3.97 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested for vitros lac while quality control results were outside of expected ranges. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros lac quality control results were obtained following a calibration event on a vitros 350 chemistry system. Review of the calibration parameters determined that the calibration curve in question was atypical. After restoring a prior calibration, acceptable vitros lac quality control performance was observed. The investigation found no evidence to suggest a malfunction of the vitros lac reagent or vitros calibrator kit in use. The higher than expected vitros lac quality control results are attributed to an atypical calibration. The most likely cause of the atypical calibration is user error during calibrator reconstitution due to the use of a fixed volume pipette that is not equivalent to a class a volumetric pipette, as required per the device labeling.